Event description:
A technician reported that a patient, who was four days post lasik surgery had mild corneal stippling in the left eye. The patient stated his "vision was cloudy yesterday but clear today". In a follow up the technician reported the event had resolved with treatment of ciprofloxacin drops. The patient will be returning for routine follow up care. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).